Event description:
It was reported that customer experienced cgm error 42 with g7 sensor and this was second occurrence of this issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, confirmed error did not reappear after reset, and was advised to wait 20 minutes before starting sensor session and to call back if problem persisted.